Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella 5.5 had intermittent runs of ventricular tachycardia when coughing or moving but resolved after. It was further reported that a purge system and purge pressure blocked alarm occurred. Tissue plasminogen activator was administered. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product returned. High purge pressure (hpp): data log review shows a ~4 hour rise in pp, then sustained hpp for ~18 hours before it gradual resolves in the next two days. There was no motor current spike prior to the pp rise. After the pp rise, there were fluctuations in motor current (mc) and pump flow. There is also a long cassette change that occurred during the pp rise that could have contributed to the continued rise but was not the sole cause. The cause of the high purge pressure was biomaterial buildup since there was a gradual rise in pp with no mc spike. Tachycardia: the cause of the injuries was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.